Event description:
It was reported that a vacuum was drawn with the one-way valve. The valve remained in place as the iab was inserted through the sheath. However, the iab began to unwrap as it was inserted. The iab was exchanged. There were no reported pt complications.